Event description:
It was initially reported that the pt experienced pulsation in her stomach area after her grandson placed small magnetic toys over implantable neurostimulator (ins). She still felt the stimulation in her legs but could not get it ''high enough'' to relieve her pain without getting the sensation in her stomach. It was noted that the ins and therapy were fine before this incident. Seven days later, information was received that indicated a power-on-reset (por) condition had occurred on the patient's ins with a parity error message code. There was no indication that the ins was overdischarged and it was noted that the patient was recharging at around 25%. Follow up information received reported that her rate was set down at 2 hz. Impedance measurements were within normal range. The rate was increased to 30 hz where the patient noted good stimulation. It was clarified that the patient had 2 ins systems implanted: one for cervical therapy and one for lumbar therapy and that the one involved in this event was the one for lumbar therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3998, lot #v118946, implanted: (B)(6) 2008, explanted: na; extension model 3708240, serial #(B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4); concomitant system: (cervical therapy) neurostimulator model 7425, serial # (B)(4), implanted: (B)(6) 2001, explanted: na; lead model 3487a, lot #j0114212v, implanted: (B)(6) 2001, explanted: na; extension model 7495-51, serial # (B)(4), implanted: (B)(6) 2001, explanted: na; programmer model 7434a, serial # (B)(4).